Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that five infusions set fell off due to which hyperglycemia occurs within two days of use. High blood glucose level was 180 mg/dl. Event occurred between (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information was available

Manufacturer narrative:
Initial and final MDR 1893315- MDR 3003442380-2024-09692- device 1 of 5.